Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection and x-ray examination revealed the inner coil to be over-torqued at the connector region which is consistent with damage occurring at the time of explant. The helix would not extend due to the inner coil and distal coupling being clogged with blood. After cutting the lead, cleaning the helix and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During a follow-up in clinic, there was a loss of capture of the right ventricular (rv) lead and fluoroscopy revealed lead dislodgement. During the lead replacement procedure, the helix was unable to extend and the lead was explanted and replaced. There were no patient consequences.